Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. The product support engineer (pse) troubleshooting the issue with the customer over the phone. The customer reported that the top cover is broken/shattered and there was evidence of possible fluid ingress above the power supply. Customer also reported that the unit powers under battery with alternating current disconnected. The display is illuminated but touchscreen functions do not work. The pse provided part ID for power supply, power management (pm) board and top cover to the customer including the current version of the service manual. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the ventilator had a bland display with active alarm. It was reported that the ventilator was in use on a patient at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.

Event description:
The customer reported the ventilator had a blank display with active alarm. The customer reported there was no patient connected to the device. The unit was on standby mode. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17jan2019. Date rec'd by MFR: 16jan2019. Additional information: the customer reported there was no patient connected to the device. The unit was on standby mode. The customer reported that the o2 cylinder was dropped on top of the unit causing the top case to crack. Reportedly, later, the cleaning agent compromised the power management (pm) printed circuit board assembly (pcba), causing the unit to fail, resulting in the touchscreen being unable to function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.